Event description:
It was reported that the attachment device was making a lot of noise and was not working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The manufacturing location was unknown. Device manufacture date is unknown. The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was duplicated and confirmed. The assignable root cause was determined to be due to bearing failure due to debris that accumulated from multiple clinical procedures, repeated sterilization and inadequate cleaning over time. This was further defined as misuse, abuse, and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.